Event description:
Additional information received notes that there was a pericardial effusion.

Event description:
It was reported that the right ventricular lead had perforated the cardiac tissue. The lead was explanted and successfully replaced. The patient was stable.